Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device code and investigation conclusions, investigation findings and type of investigation. It was initially reported that the valve was noted to be heavily calcified. It was later confirmed that the calcified valve mentioned was the native valve and not the 26 mm sapien 3 ultra valve. Therefore, the device code was updated to just capture the perivalvular leak.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 year and 1 month post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was post-dilated due to increased paravalvular leak (pvl) making the patient symptomatic for heart failure. The valve was noted to be heavily calcified. The valve was post dilated with an edwards 26 mm commander delivery system with additional 2cc. The pvl reduced from moderate to trace / mild.